Event description:
The wife of an (B)(6), male, pt, called zoll customer support to report that the pt was receiving a service code 204 and the pt's monitor had a damaged electrode belt connector. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.